Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician indicated that the ventricular lead grommet felt like it was stripped, and they could not get the wrench to sit in the grommet. The device was not implanted and a new device was used. No patient complications have been reported as a result of this event.